Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.00in straight bc catheter broke / separated before placement it was reported by the customer that pt was a very hard IV start, writer was able to get IV and then when I was unattaching the needle from the cathlon the white plastic plunger popped out of the cathlon end. When you attempt to attach the IV fluid tubing, nothing will flow. Therefore, the cathlon had to be removed as it would not work. Writer did not attempt to restart IV and left it for the anesthetist to do. Verbatim: rcc received a complaint via email. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Dates of incident (yyyy-mm-dd): (B)(6) 2025. Site name/location: (B)(6). Level of harm: hazard. Xxx optional report to cmdsnet (health canada): incident details: pt was a very hard IV start, writer was able to get IV and then when I was unattaching the needle from the cathlon the white plastic plunger popped out of the cathlon end. When you attempt to attach the IV fluid tubing, nothing will flow. Therefore, the cathlon had to be removed as it would not work. Writer did not attempt to restart IV and left it for the anesthetist to do. Device information device name/description: catheter IV safety non-winged with multiguard 20gax1.00in cathena manufacturer: xxxx manufacturer code/model: 386803 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): 2027-09-30 supplier: (B)(4) supplier catalogue number: 333-386803 was the device retained? No. Investigation request expected type of investigation: lot review clinical contact information manager (cc on final report): xxxxxx.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.